Event description:
It was reported that the patient presented to the hospital for an unrelated surgical procedure. During the procedure, the physician elected to cap and replace the right atrial lead due to noise and low impedance measurements. The device had been previously programmed to vvi mode on an unknown date. The patient was doing well post surgery and would continue to be monitored.